Event description:
The wearable was inserted into the abdomen, which is off-label usage of the device.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the abdomen, which is off-label usage of the device." H2 correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. On approximately, (B)(6) 2024, the patient lost consciousness. Prior to this, the patient¿s cgm was reading 150 mg/dl. He reported that his actual bg level was lower than the cgm value causing him to incorrectly treat himself with insulin. No bg meter reading was taken at this time. Emergency medical services was called. There was no documentation of what medication or treatment may have been provided to the patient by ems. There was no documentation of the patient being taken to the ER/hospital. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.